Event description:
A customer contacted beckman coulter regarding elevated calcium (calc) results from a single pt that were generated by the synchron lx20pro instrument. The initial calc result was 14mg/dl. The customer repeated the pt original sample for calc and the result was 13mg/dl. The calc result of 13mg/dl was reported out of the lab. The customer indicated that the dr requested the pt to go to the ER. A fresh sample was collected at the ER and tested for calc. The calc result obtained from the ER was 9mg/dl. The customer re-tested the pt original sample for calc on another instrument in their lab; the result was 9.7mg/dl. The lab then reran the same pt sample on the original synchron lx20pro; the calc result was 9.7mg/dl. The customer indicated that no treatment was initiated or withheld that can be attributed to or connected with this event.